Event description:
A customer contacted beckman coulter inc. (Bci) in regards to the dl2000 data management unit failure to clear three sample data ran on (B)(6) 2010. The initial test was still pending when the new order was entered on (B)(6) 2010. Therefore, dl2000 combined the new tests result with the previous one and uploaded the results posted from (B)(6) 2010. The result was not reported out of the laboratory. Patient treatment was not impacted by this event.

Manufacturer narrative:
The hospital had increased the number of barcode digits for sample ids to six. To accommodate this change, settings were changed at the dl2000. The lab configured the dl2000 data management to delete programming >5 days old. The unit cleared all samples except three. Service obtained data and forwarded to the software vendor. The root cause for this event is customer error and dl2000 data management.